Manufacturer narrative:
B3: date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient on 08march2024 regarding an external device. The reason for call was patient (pt) says it¿s been taking a long time to charge ins for about 2 months and now they see a message saying to replace controller battery this morning. Rtm cord looks intact. Controller port looks intact. The issue was not resolved. Pt called from registered number on (B)(6) 2024 and wanted guidance for controller pairing. Patient services (pss) provided guidance and answered some other general use questions when it comes to the controller and recharging the implantable neurostimulator (ins). Pt called back on (B)(6) 2024 stating they had to charge the implant twice a day. Sometimes it charges fast and sometimes it takes an hour to charge. Pt also reported getting a message to replace battery when trying to recharge. Battery pack was not low and pt ensured it was charged from the wall. An email was sent to repair to replace the recharger. Pt also mentioned they had 2 knee replacements. Pt called back on (B)(6) 2024 and repeated previously documented information. Pt mentioned they received replacement recharger, and their stimulator doesn't hold a charge very well. Pt mentioned this morning kept pulling up the battery needs to be replaced when they were using the controller. Pt mentioned sometimes it takes a long time and sometimes it does not to charge their implant. Agent instructed patient to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 70% and implant 90%. Agent instructed patient to start a charge session, implant recharging with excellent quality. Towards the end of the call, implant increased to 100% and was finished. Agent reviewed meaning of message. The issue was not resolved. A replacement battery pack was sent out.

Event description:
Additional information was received from patient letter stating the charger control was not charging for significant amount of time.

Manufacturer narrative:
B5 event description has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.